Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, self-test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no off no power alert noted. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label, severely scratched display window and torn/worn keypad overlay noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump turned off twice and off no power. The customer's blood glucose level was unknown. The customer also reported that the insulin pump did not receive low battery alert prior to the off no power alert. The customer reports the insulin pump was not dropped. The customer stated that the second occurrence of off no power without a low battery warning. The customer was advised that the insulin pump needs to be replaced and revert to back up plan. The replacement insulin pump will be sent to the customer. Insulin pump will be returned for analysis.